Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge via external paddles. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. However, the customer provided a copy of the log from the device. The log suggests the device did not detect a viable patient and therefore advised the user to check contact with the pads/paddles. All indications suggest the device provided the user advisory appropriately. The device remained in service. Analysis of reports of this type has not identified an increase in trend.